Event description:
It was reported that when patient was changing her cassette, the pump displayed the message no disposable, clamp tubing. Patient immediately made another cassette and attached on the back up pump. She was able to continue infusion without disruption. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: h4: device manufacturing date 07/26/2021 and d4: device expiration date 07/15/2026.